Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On march 16, 2007, the lay user/patient contacted lifescan (another country) alleging that his one touch ultra2 was reading inaccurately high compared to his feelings. The patient tests his blood glucose 4 times per day and takes insulin 4 times per day (humalog insulin: 9 units before breakfast, 5 units before lunch, 8 units before tea and isophane: 8 units in the evening). During the day of the reported incident, the patient was taking painkillers (unspecified type/dosage). Three days earlier (9:30pm), the patient got a "5.4mmol/l" meter reading with no symptoms and then took his usual evening dose of isophane (8 units). The patient denied eating anything after taking the isophane. The last time the patient ate was dinner at 5:30pm. The patient did not expect a high or lower meter reading at the time since he stated that his results were varying from 5-7 mmol/l. Within 10 minutes, the patient passed out and the paramedics were called. The patient reportedly did not have any warning signs that his blood glucose levels were dropping prior to passing out. The paramedics arrived within 5 minutes and found the patient's blood glucose was "1.1mmol/l" on their meter. They treated him wiht IV glucose and were able to get the patient's blood glucose up to "14.1mmol/l". The paramedics left after 1.5 hours later when the patient's blood glucose was "9.0mmol/l". Prior to the incident, the patient got "11.8mmol/l" before breakfast (unspecified time), "6.5mmol/l" before lunch (12:18pm), and "5.3mmol/l" at 5:30pm. Throughout the day, he took his usual dose of humalog insulin. It would be helpful to know if the patient ate her usual amount of carbohydrates prior to the incident. It would also be helpful to know if she would adjust her insulin dosages if her meter readings were lower and if her doctor adjusted her insulin dosages after the incident. The customer care advocate (cca) verified that the meter was correctly set to "mmol/l", an approved sample was used, and the correct testing/cleaning techniques were used. The patient did not have any control solution to perform a control solution test. Based on the provided information, this complaint is being reported due to the following conclusion: the patient alleged he passed out about 10 minutes after obtaining a "normal" blood glucose result and then taking intermediate-acting insulin. It remains unclear what contributed to the patient passing out. There is insufficient information regarding what events led to the patient passing out, such as the patient's meals. It is also unknown if the patient's insulin dosages were set amounts or if they were adjustable based on the meter readings. The meter, test strips, and control solution were replaced.